Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), on a getinge owned rental cs300 balloon pump. The cs300 intra-aortic balloon pump (iabp) had an autofill failure. The cs300 had been stored at an agiliti site. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The stm that encountered the issue replaced the drive manifold, cable assembly, vent valve, and blood detect tubing. Ran and passed all performance and function tests. Verified pump to run on test balloon for 30 mins.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.